Manufacturer narrative:
The investigation into the reported access site bleeding issue has been completed. No device was received for evaluation. The root cause of the access site bleeding issue was determined to be because of a non-recommended introducer kit, as the doctor accessed the insertion site using an unapproved introducer kit. Only impella introducer kit is recommended per the instructions for use. As noted in the impella IFU: impella cp with smartassist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported the dry seal introducer did not allow for proper positioning and locking to the impella sheath. Bleeding was noted around the sheath. Additional information noted that the family decided to withdraw care and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.